Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally there is no reported allegation of a machine malfunction or deficiency related to the unspecified hospitalization. The completion of a clinical investigation is not required. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse contacted technical support to report a patient line blocked message. The nurse wanted the liberty select cycler replaced as the patient was not receiving the message while doing treatment on another cycler. It was determined the patient was in the hospital at the time of the report. Attempts were made to obtain additional information with no response. The clinic did not know which patient the hospital was reporting the issue for and did not know the reporting party.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler display was noticeably dim. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance the cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal inspection of the cycler identified that the inductor coil on the inverter board had burn damage due to the coil wirings overheating. An inverter board was replaced and the display was normally bright. A second simulated treatment was performed and completed without failure. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Upon physical evaluation of the cycler by the manufacturer, it was identified that the inductor on the inverter board was burned.